Event description:
It was reported that the patient experienced a cgm error 42. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent and the customer planned to use multiple daily injections as backup insulin therapy.